Manufacturer narrative:
B3: day of event is unknown, (B)(6) 2024. No information has been provided to date. One device received for investigation. The reported event was confirmed. The visual testing found corrosion on battery compartment spring contacts. It was also found that the downstream occlusion (dso) seal is damaged. The spring contacts were replaced, and software was updated.

Event description:
It was reported that the device had a contaminated battery compartment. It is unknown if there was patient involvement.